Event description:
Siemens was notified on (B)(6) 2012 that the gantry was moved without any command in the 270 degrees position. Reportedly, after downloading a conebeam treatment, the tech and the physician positioned and centered the pt on the treatment table with the gantry at 0 degrees. The tech and the doctor exited the treatment room and closed the door of the treatment room. Once they reached the control console, it was seen on the monitors that both the therapist and the artiste were blocked. It was realized that the gantry had moved without any command in the 270 degrees position. It was reported that no further action could be taken at that point but to lower the treatment table and bring the pt out of the treatment room. The system was rebooted and treatment was completed successfully. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens' investigation into the reported incident has revealed that based on log files provided there was no uncommanded gantry motion. It was found that even despite the restarts, there was no unaccounted gantry position change. Specifically, all gantry movements from 0 to 270 degrees were initiated by the user through the use of the console keyboard. Customer address: (B)(6).